Manufacturer narrative:
Added information to h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received information through its implant patient registry that a 23mm 11500aj valve was explanted after a duration of approximately three (3) years due to unknown reason. A non-edwards mechanical valve was implanted in replacement. No information about device return at this moment.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.